Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tray did not include the povidone iodine pouch; however, the orange label on the outside of the tray noted that the povidone iodine pouch was included in the tray. No medical intervention was reported.

Event description:
It was reported that the tray did not include the povidone iodine pouch; however, the orange label on the outside of the tray noted that the povidone iodine pouch was included in the tray. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contents: plastic catheter, 16 fr., preconnected to closed system collection bag (1000ml approx. Vol.) Uro-prep¿ tray with: underpad, drape povidone-iodine swabsticks (3) specimen container and label graduated collection container latex-free gloves (2) lubricant packet sterile: contents of inner wrap are sterile unless package is opened or damaged. C. R. Bard, inc. Covington, ga 30014 1-800-526-4455 www.bardmedical.com manufactured in mexico"